Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of the complaint is undetermined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No data was provided for evaluation.the receiver was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A receiver charge and download was performed and failed due to perpetual rebooting. The receiver case was opened, the ui pcba board was detached from the receiver and the receiver log was downloaded. The receiver unit passed interior visual inspection. A functional test could not be performed due to perpetual rebooting on the receiver. Confirmation of the complaint was undetermined. The probable cause could not be determined.